Event description:
On (B)(6) 2022, this patient underwent emergent endovascular treatment of a rupture of ulcer-like projection in the distal arch aorta using gore® tag® conformable thoracic stent graft with active control system (ctag/ac), and a gore® dryseal flex introducer sheath as an accessory in the procedure. The ctag/ac was intentionally deployed at the position where the partially uncovered stent covered the left subclavian artery about 2 mm; however, the device moved distally approximately 3 mm upon deployment. No unintentional vessel coverage was reported. A dissection was confirmed at the origin of the left external iliac artery and a rupture at the distal left external iliac artery on the access angiography. Reportedly, the physician felt a resistance during advancement of the sheath. A bare metal stent was placed to treat the dissection and a stent graft was placed to treat the rupture. The patient tolerated the procedure. The diameter of the left external iliac artery was approximately 6.2m~6.8mm.

Manufacturer narrative:
The medical device was discarded at facility. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H.6. Investigation conclusions: code d12: according to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc.) H.6. Investigation conclusions: added code d12